Event description:
It was reported that during a double wire procedure of a totally occluded left anterior descending involving a diagonal branch, the tip of the guide wire placed into the diagonal branch separated. Attempts to retrieve the separated tip with a snare device were unsuccessful. Another co's stent was successfully placed in the left anterior descending. Upon conclusion, the diagonal was totally occluded and the left anterior was patent. The pt was discharged 3 days later and 4 days following discharge, the pt experienced ventricular fibrillation and could not be resuscitated. Postmortem revealed an acute myocardial infarction due to acute thrombosis of the left anterior descending.